Manufacturer narrative:
The suspect device was returned for investigation. Review and evaluation of the event history log confirmed the error had occurred and resulted from a clutch release and plunger manipulation during infusion. The error could not be duplicated during testing. No evidence was found to suggest the reported event was caused by an intrinsic product problem.

Event description:
User facility reported the pump errored, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.